Event description:
It was reported that the patient experienced "hiccoughs" after the third lead was placed during a device upgrade. The lead was adjusted in the post-surgery room, and the symptoms were relieved. The day after the implant, the patient reported feeling the symptoms again. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.